Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleged for possible under delivery on insulin pump. Customer¿s blood glucose was 24 mmol/l and customer was treated with needle. Customer¿s blood glucose at time of call was 19.5 mmol/l. Customer stated that insulin exited at quick release. Customer also stated that drive support cap was normal. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).